Event description:
It was reported that (3) device were used during a gastrectomy. It was reported by the affiliate that the tlc75 instrument fired, but did not staple. The surgeon observed that the staples had fallen out on the surgical table cover. There was no consequence to the pt.